Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the spring on the m91 power chair is very worn. The front casters allegedly go off the ground which compromises the sure step. The dealer states that the consumer is under the weight limitation of the power chair. Replacement part(s) on warranty quote #(B)(4). The dealer has the device in their shop for repairs.

Event description:
Customer alleged the torque springs are very worn out and the front casters would go off the ground. (B)(4). No injury alleged.